Manufacturer narrative:
This supplemental report is being submitted to provide a correction and additional results of the final investigation. Updated fields: h6 (investigation findings and investigation conclusions) corrected field: h11. The device was returned to olympus for inspection and the reported failure was not confirmed. The following reportable malfunctions were identified during the device evaluation: the outer tube had a dent. In addition, the outer tube (thermistor) was broken and error 104 occurred. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: regarding the customer allegation no problem was detected, and related to the new reportable findings found in the investigation the cause is traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported that the subject device had lack of light and lens was certainly damaged. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint is no problem detected. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.